Event description:
A patient was implanted on (B)(6) 2022. On (B)(6) 2022, the battery impedance was 0.67 ko and the inflection point of the battery curve was not observed. The patient will be followed up at intervals of 2-3 months in the future.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.